Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2015 (date not reported) due to pain and swelling around the implant site. The patient was treated with IV and oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed 31 jul 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.